Event description:
Same case as 6000093-2004-00292 and 6000093-2004-00293 and 6000093-2004-00294.

Event description:
It was reported that 13 days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004 four taxus express 8.8% drug eluting stents were placed in the right coronary artery (rca). The lesion being treated was an 85% stenosed, diffuse lesion in the rca. The lesion was predilated with a maverick 2.5 x 20 mm balloon. The physician placed a taxus 3.0 x 20 mm and 3.0 x 8 mm stent in the distal rca, a taxus 3.0 x 32 mm stent in the mid rca and a taxus 3.0 x 20 mm stent in the proximal rca. Heparin, integrilin and nitroglycerin were given during the procedure. The pt reported 13 days later with chest pain and shortness of breath. A thrombosis was confirmed in the rca. The treatment was an angioplasty with a zeta 3.0 x 8 mm stent placed in the proximal rca. The pt's status is reported as good.